Manufacturer narrative:
Concomitant medical products: dtba1d4 crt-d, implanted: (B)(6) 2015, 6947m55 lead, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was intermittent atrial oversensing and undersensing on stored electrograms (egm). The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.